Event description:
It was reported the implantable neurostimulator (ins) was unable to recharge. It was noted the patient resolved without sequelae 6 days prior to report. It was further reported there was a malfunction of the spinal cord stimulator (scs) ins. It was stated the patient had experienced pain, burning, and tenderness at the ins site. It was noted an explant and replacement surgery occurred and the patient had resolved without sequelae. It was further reported the patient had chronic pain syndrome. It was noted the event was diagnosed by device interrogation. It was noted the device was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).